Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2012. At first, the handpiece worked normally. Then, the blade did not come out from the sheath during use. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch mt216886.

Manufacturer narrative:
(B)(4) - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number:batch mt216886 mfg date: 06/19/2012, exp date: 06/30/2014.the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate/extend during the evaluation.in addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.